Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (700 mg/dl); cause was a kinked infusion set cannula. Customer was treated with intravenous insulin drip, saline drip and potassium. Blood glucose improved to 300 mg/dl. Reportedly, the event did not cause any injury. Customer declined to provide any additional information including infusion set brand.